Event description:
It was reported that the patient had inappropriate shock due to the oversensing of noise. The high energy shock impedance was one ohm. A review of the electrograms for the shock episode found significant rail-to-rail noise followed by flat lines. The smartpass feature had programmed itself off due to low amplitudes. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services reviewed the data and suspects the electrode has moved. Later, the local representative was told that the system will be replaced due to twiddlers syndrome. Both the electrode and the pulse generator were successfully explanted and replaced. There were no additional adverse patient effects.